Event description:
Thank you for looking into this event. "This is scenario #2 potentially life threatening event due to very question raised possibility an unnecessary cesarean section occurred due to suspected severe flaws and contradictions and unreported flaws in the class 2 recall on the philips avalon fm fetal monitoring system -recall number z-0552-2010- catalog number: m2705a. Pt identifier is pt's chart number at (B)(6) in (B)(6). I am unable to send the actual fetal monitor strip with notes from the fetal monitor computer or anything from the actual pt's chart as in scenario #1 but again (B)(6), director of nursing would be glad to assist the FDA with this potential life threatening flaw not just in this case but in current and future cases where the monitor is in use nationally as well as internationally as I will attempt to prove and raise serious doubt with what is happening in the fetal monitoring system in at least one of 200 strips out of 450. I was able to review while this fetal monitoring system was in place at my facility that was reported to the FDA in fax and mailed myself, (B)(6), rn in (B)(6) 2010 with no reply thus far from the FDA. (B)(6) can be reached at (B)(6) and once again thank you for looking into this potentially life threatening matter in this medical device for both mother and baby. This fetal monitor strip for purposes of this report shall begin at the time 2010 mark on (B)(6) 2009. The maternal heart rate is above 100, the pulse oximeter is in use as outlined in the class 2 recall on this fetal monitor and the "ccv" system is enable by the computer generating "coincidence status on" but instead of the 10-15 beat difference to be investigated by verifying fetal heart tones as outlined on pages one and two of the class 2 recall. The beat difference is actually 10-25 beat difference. However, there is a fetal scalp electrode placed at 2055 which is one of the verification of fetal heart tones as outlined in the class 2 recall. Notice, however, the "ccv" system continues to be employed and the monitor continues to read and print out "coincidence status on" with the same 10-25 beat difference in maternal and fetal heart tones as well as 10-30 second delay that is not discussed at all in the class 2 recall. The delay is mentioned in the original manual as being up to a 6 second delay. This was a question brought up by myself once again to lead application specialist from philips healthcare on (B)(6) 2010 at (B)(6) with myself, (B)(6) -director of maternal child health at the time- and (B)(6) from biomed present. (B)(6) from philips stated however that this could be "up to a 10 second delay" if so, why is that change not mentioned in the class 2 recall? Also, it is clear as in this fetal monitor strip that it is actually a 10-30 second delay which in this case causes an appearance of "late decels" that are verified with a fetal scalp electrode on this potentially computer life threatening flaw to the unborn fetus as the fetal heart tones are verified but the computer continues as "coincidence status on" which is a strong identifier that the maternal heart rate continued to be duplicated instead of the mother and fetus. So it is clear that even with verifying fetal heart tones as outlined in the class 2 recall that the "ccv" system continues to read "coincidence status on" when maternal heart rate is above 100 and the computer is receiving that it is picking up the same heart rate twice which in this case is probably maternal. So, quite honestly was baby ever monitored at all due to the flaws of this fetal monitoring system? This was a good outcome for this infant but what happens with future infants in this same questionably flawed fetal monitoring system? It is not my intent to place judgement at all, I am honestly raising the serious questions of doubt here and asking for further investigation and eval by the FDA. By continuing to see "coincidence status on" even after the scalp electrode is placed, the monitor itself is questioning that it is the same maternal heart rate but with a 10-25 beat difference as well as a 10-30 second delay with mimicking features, how can any skilled health care professional believe what they are seeing when all the class 2 recall guidelines are being followed. What was the actual fetal heart rate? I wanted to add here also that neither the original manual or the class 2 recall mention that the "ccv" feature is to even remain employed with a fetal scalp electrode but this fetal monitoring strip clearly demonstrates it as occurring in this instance, and just in case this question is raised by philips, healthcare. This is not the only time a fetal scalp electrode continued with the same potential "ccv" flaws. I have other examples out of the 200 strips I reviewed of the 450 while their fetal monitoring system was in place. May I also add it was definitely not the same monitor of the 7 doing this presentation of this potential flaw, so please don't blame it on just one of the 7 fetal monitors malfunctioning or the same fetal scalp electrode cable malfunctioning, it was several of them that do this with a fetal scalp electrode in place but this was the best example and length and affected outcome for this scenario #2. That is actually one of the features of this fetal monitoring system that I love. It tells the user which monitor their on and which cable is in use so as to better be able to track down a faulty monitor or cable, so the questions are raised. Unnecessary cesarean section due to a fetal monitor flaw or flaws even with all the mfrs guidelines and class 2 guidelines followed? If maternal heart rate continues to be duplicated with these separating rates and delayed rate features in future deliveries will the outcome be as good? And if the idea that unnecessary surgery was performed due to this medical device potential malfunctions this put the mother at a life threatening risk just as any surgery does and prolonged her hospitalization not to mention the potential of hemorrhage that always exist, infection risk, unnecessary pain with surgery. I also wanted to add that on the conversation with (B)(6) on (B)(6) 2010, I asked the question as the computer continues to say "coincidence status on". At what point will it actually audibly alarm at the nurses' station? The reply was "if 80% of any one minute time frame in actual monitoring of maternal and fetal heart rates coincide, then the audible alarm will alarm." How is this ever possible with separation of duplicated heart rates even when both are mother's heart rate and delayed? Date of use: (B)(6) 2009 - (B)(6) 2010.